Event description:
Information was received indicating that smiths medical cadd-legacy pump gave pump was draining battery faster at a faster rate. It was reported that the nurse had to change batteries every 2-4 days. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. The patient switched to back-up pump and continued therapy. There were no adverse effects to the patient due to the reported event.

Manufacturer narrative:
Device evaluation summary: one cadd legacy 6400 pump was returned for analysis in used condition. Visual inspection of the pump found the pump in good physical condition. Review of device history log found following events in the device history log: 0310> pump turned off; 11/28/2018 10:25:00 pm / 0311> power down; 11/28/2018 10:25:00 pm / 0312> pump turned on; 11/28/2018 10:31:00 pm / 0313> battery low; 11/28/2018 10:31:00 pm / 0314> pump turned off; 11/28/2018 10:34:00 pm / 0315> power down; 11/28/2018 10:34:00 pm / during functional testing the pump was ran at a rate of 125 ml/hour. The customer's reported problem could not be duplicated. Based on the evidence, the complaint was not confirmed. It is suspected that the batteries used by the customer may not have been what the user manual bases the battery life on. Per the cadd-legacy 1 user manual: "the expected life of 2 aa batteries is 15 hours at 125 ml/hour, or approximately 14 days at 10 ml/day (nominal). This estimate is based on laboratory tests conducted at room temperature using 2 new batteries. Actual battery life will vary depending on the brand of battery, battery shelf life, temperature conditions, and delivery rate. It is recommended that 2 new aa batteries be kept available for replacement if necessary."